Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus india. Evaluation confirmed that the front panel switches did not work due to the front panel's flat cable was not fixed properly into the main board. After fixing the flat cable properly, the issue was resolved. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the switch did not work due to locking function loosened or vibration or shock applied to the device resulting in disabled transmission between the front panel and the main board.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the buttons on the front panel did not function. There was no report of patient injury associated with the event.